Manufacturer narrative:
A review of the device¿s serial number history did not identify any similar complaints. The failure mode was confirmed, and the probable cause was determined to be component failure. The pressure sensor was replaced, and the 30 psi calibration value was adjusted from 319 to 224. Following recalibration and component replacement, the device passed the 30 psi occlusion pressure test with a measured value of 22.100 psi, which is within specification. A CAPA was initiated to investigate the root cause for this failure mode. Reference to complaint #: (B)(4).

Event description:
During testing at intuvie, the infusion pump failed the 30 psi occlusion pressure test, recording a pressure of 18.000 psi, which is outside the acceptable range of 22¿38 psi. No patient involvement was reported.